Event description:
The customer contact reported the device did not deliver. In 2008 at an unspecified time, the pump was programmed to deliver vancomycin 1 gm at a rate of 250 ml/hr with a volume to be infused (vtbi) of 250 ml. No further programming parameters were provided. On the next day, at an unspecified time in the morning, the homecare nurse reported that the pump display indicated that the delivery was complete; however, the container remained half full. The patient's husband reported that during the previous night, the pump alarmed for air in line and occlusion. The homecare nurse resumed the delivery using the same pump and tubing set. At this time, the homecare nurse reported that "the pump said it was infusing but it was not." The pump was removed from clinical service. Therapy was resumed using a replacement pump and new tubing set. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.